Manufacturer narrative:
(B)(4). The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify failed batt test/failed battery alarm due to blank display. Moisture damage was also found inside of the battery tube, on the motor and force sensor during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had failed battery alarm. The customer's blood glucose was 8.7 mg/dl. The customer reported that there was failed battery alarm was recurred after using the new battery. The customer was advised that the insulin pump will need to be replaced and discontinue use and revert to back up plan. The insulin pump will be returned for analysis.